Manufacturer narrative:
A device history record (DHR) review for model vnl-1570stk, serial number (B)(4) was performed and the DHR review confirmed the endoscope was manufactured on 13 jun 2012 under normal conditions, passed all required inspections, and was released accordingly. The dates of approval for shipment and actual date shipped were confirmed. The install date was 21 jun 2012. The reported customer complaint of continuous suction and possible hole in the channel was confirmed during evaluation of the device. Findings of the evaluation noted: hole in #1 and # 4 remote control button covers and a leak at #4. Up/down control knob/lever cracked, residue on distal body. The device was repaired, cleaned and disinfected with angulation adjustment and video image calibration performed and returned to the customer.

Event description:
A customer reported continuous suction and fail dry leak test involving a vnl-1570stk video ent scope. The customer stated there may be a hole in the channel and the unit kept suctioning even when the button was not pressed. The issue was observed during use. There were no patient/user injuries, adverse events, delay or medical intervention reported.